Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric positon to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician deployed the distal flange of the stent. However, upon review of the ultrasound image, it appeared that the distal flange failed to fully expand. The physician thought that the appearance of the distal flange may have been due to his viewpoint on ultrasound and proceeded with deployment. The physician fully-deployed the proximal flange within the scope. Reportedly, the physician was using the alternative method of deployment where the proximal flange of the stent is fully-deployed in the scope, and the stent is then released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. As the physician was retracting the scope, he pulled the distal flange of the stent out of the pseudocyst. The stent then fell out of the scope and into the patient's stomach. The stent was removed from the patient's stomach with a snare, and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.